Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, multiple auto mode switch episodes were noted. Review of the electrograms revealed noise on the right atrial lead and a decrease in sensing around (B)(6). The noise could not be reproduced in clinic with isometrics. All other electrical measurements were normal. No intervention was performed at this time. The patient would continue to be monitored.

Event description:
New information states that the pulse generator was explanted and replaced.